Manufacturer narrative:
(B)(4). Additional narrative: baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). Additional narrative: per the customer, the sample is not available for evaluation by baxter. Therefore, the reported condition of "leaking" could not be confirmed. In addition, the lot number was unknown by the customer; therefore, a batch review could not be conducted. Should the sample and/or additional information be received, a follow-up report will be submitted.

Event description:
It was reported to baxter healthcare that one (1) ce infusor lv device was observed leaking. According to the customer, the device was filled with 5-fluorouracil and d5w dextrose (unknown concentration). The facility connected a 12-inch non-baxter extension set on the device for use of a slide clamp. According to the customer, the device was then stored in a ziploc bag and sent to the patient. Upon receipt of the sample, it was observed moisture was collecting within the ziploc bag. The facility thought the leak was coming from the connection site of the extension set and the infusor but they verified connection and still could not stop the leaking. The customer stated they have since stopped using the extension sets and have not witnessed any leaks. The customer stated the device was wiped down and connected to the patient where therapy was conducted without any issues. There was no report of patient injury or medical intervention. No additional information is available.